Event description:
Consumer called to report very high readings over the past few days. Insulin adjustment was made on the readings. They stated they felt ill at work, called their family member to take them to their dr, nearly fainted by the time they arrived. Dr tested their blood sugar with the office meter and the reading was 40; immediately retested with the plink and received a 333. Analysis run on clark error grid using competitive reading (40) as ref. Point vs. Bd reading (333) yielded data points in the e range of the grid, outside acceptable limits.